Manufacturer narrative:
As the reported issue was resolved by replacing the maj-1933 and the maj-1941 light source cables during evaluation by the olympus service center, it is likely that the phenomenon was an issue caused by the light source cable and not with the cv-190 video system itself. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The asset video system was returned to the service center for evaluation. The evaluation was unable to confirm the reported b30 error and there was no signs of damage. The device was tested and found to be within standard specifications. The video system was returned to asset inventory. The repair history was reviewed and showed the referenced video system was last service inspected on october 21, 2020; no problems were noted prior to shipment. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed that the evis exera iii video system displayed an error, b30. During troubleshooting, the customer swapped the subject asset video system with a second known device and the error was no longer present. The asset will be returned for evaluation. No patient injury or harm was reported.